Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the implantable pulse generator (ipg) was unable to be implanted due to a set screw issue. It was noted that the wrench was not clicking to show that the set screw was locked in. The set screw ended up coming out of the grommet attached to the wrench and was unable to be re-inserted. A new device was implanted. It was further reported that the right atrial (ra) lead had high thresholds and low impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.